Event description:
Md placing artlinei & flush (p) flow, went into artery without difficulty. Wire placed after incident. When wire pulled back, very little resistance reported. End of wire frayed - fragment wire retained in patient. Pt sent immediately to o.r.